Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/30/2020. The following information was requested, but unavailable: procedure and event date? What tissue was being approximated or sutured when it broke? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pdcbrtb0, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure and event date? What tissue was being approximated or sutured when it broke? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a lateral perineotomy procedure on an unknown date; and a suture was used. During the procedure, the suture broke easily when it was pulled slightly. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.